Manufacturer narrative:
(B)(4). Premature sled movement. The device was received for analysis with no visual non-conformances and with three reloads present. The reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the staples were malformed after the first firing. Changed to another one but still had same problem. The surgeon changed a new device to complete the procedure. No adverse event on the patient.